Event description:
It was reported that the patient claims to have had 2 penile implant surgeries that have never worked. He said the second surgery he does not believe the surgeon actually replaced the implant. He refused to give the surgeon name and said the surgeries were sometime before 2015. He also said he sued the surgeon and lost. He was not sure if the implant was an ams device but he said it sounded familiar.